Event description:
It was reported that the carotid procedure in 2005, was to treat the right side of carotids and there were no product issues or complications approximately fifteen to thirty minutes after the procedure, the pt started to have left side weakness and vision problems. Angiogrpahy of the entire right brain revealed that there was edema of the entire right brain in all three territories. The symptoms resolved in approximately one hour; however, the pt's symptoms returned and have not resolved at this time (two days later). An MRI scan and CT scan both confirmed edema of the right side of the brain.